Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and found that the radiation technician tried to close the door manually with the door open wrench, but that did not work. The top door switch was not engaging when the door was closed. The representative adjusted the door switch and was able to close and open the door with no further problems. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door would not close. There was no patient involvement.